Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported the inner white seal fell out of the trocar sleeve into the patient's cavity. It was removed laparoscopically and procedure was completed. There was no consequence to the patient.